Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt was found unresponsive sitting in a chair on (B)(6) 2013, at 1800 hours. The pt was found with one system controller lead connected to power and the other disconnected from power. Rigamortis had set is when the pt was found. Add'l info provided to the MFR indicated that the pt was seen in clinic the week prior and was doing well. A copy of the autopsy has been requested.

Manufacturer narrative:
The explanted device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.